Manufacturer narrative:
The reported complaint was confirmed. Per the data log analysis, on 18aug2020 at power up the power manager reported a 'supply voltage failure vps2' message. The system was power cycled and the same error occurred. After each power up, the power supply no longer reported a failure. There is no way to tell from the data log analysis if the power supply was replaced to correct the issue. The data log confirms the complaint. During laboratory analysis, the product surveillance technician was unable to duplicate the reported complaint. The power supply's passed all functional testing during evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the power supply. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) power supply failed. There was no patient involvement.